Event description:
The stem broke off the tibial tray.

Manufacturer narrative:
Based on a provided photograph, the reported fracture is confirmed. Evaluation was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports against the manufacturing lot. The investigation could not draw any conclusions about the root cause of the device fracture. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be rec'd, the investigation will be re-opened.